Manufacturer narrative:
B5: additional information added to event summary. H6: coding update based on additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Regarding the onyx 18 kit (cfn 105-7000-060), device information was received as follows: packaging batch number: d076751. Packaging expire date: 30/01/2028. Onyx batch number: d071633. Onyx expire date: 09/10/2028. Dmso batch number: d068963. Dmso expire date: 29/09/2028. Syringe batch number:d070549. Syringe expire date: 30/01/2028.

Event description:
Medtronic received a report of onyx premature solidification with apollo catheter. The patient was undergoing surgery for a grade 4 arteriovenous malformation (avm) in the right occipital region. The patient has an avm. The onyx was not implanted. The patient still has the same diagnosis. The patient had a stroke 1 year ago. It was reported that the patient was diagnosed with avm, so embolization with onyx 18 was performed. The onyx was in the vortex for 20 minutes. Dmso was aspirated into the syringe and instilled into the microcatheter to fill the dead space. More than 0.6 ml of dmso was administered. After 20 minutes, the onyx was prepared and injected into the microcatheter, precipitating in the area of the catheter hub. The microcatheter and the onyx were discarded. A new microcatheter was prepared to inject new onyx. Before opening the packaging, all packaging conditions were reviewed to certify the quality of the product. The team noticed that the batch number on the packaging did not match the batch numbers of the dmso and onyx vials, nor did the expiration dates. Considering that the expiration dates and batch numbers are not the same, the physician opted not to proceed with the procedure to avoid harm to the patient. There was premature solidification. The dead space of the delivery catheter was filled with dmso. The physician did not pause during injection. The injection rate was in accordance with the instructions for use (IFU). The onyx precipitated at the start of the microcatheter. The procedure was cancelled. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There was catheter occlusion with the onyx injection. There were no patient symptoms or complications associated with this event. Ancillary devices include a merit medical 6fr sheath, a medtronic guidecatheter, a merit medical splash hydrophilic guidewire, and a medtronic cougar guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.